Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts and that the display screen was dim and discolored. This report is made based on results of investigation completed on 04/08/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2015 with the following findings: investigation revealed that the keypad was peeling at the ok button. All keypad buttons responded normally during investigation. There was evidence of contamination found under the up arrow and down arrow button contacts. Additionally, the display screen was found to be dim and discolored.